Manufacturer narrative:
Approximate age of device- 1 year and 7 months. The patient remains ongoing with the lvad device. No further information was provided. Manufactures investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019, the patient presented with several days of weakness associated with dizziness upon standing and reported dark black stools. The patient was found to be anemic at an outside lab performed (B)(6) 2019. The patient had a consult with hematology for chronic pancytopenia and anemia believed to be multifactorial. It was recommended iron and folic acid replacement chronic macrocytic anemia can be explained by persistent folate deficiency (fa 3.7) in setting of chronic low-grade hemolysis 2/2. Likely requires chronic folate replacement acute drop in hemoglobin (hgb) can be best explained by recurrent gastrointestinal bleeding (gi), likely localized to duodenum/small bowel as evidenced by arteriovenous malformation (avms) seen on prior esophagogastroduodenoscopy (egd) and more recently, capsule endoscopy. Patient is likely slowly bleeding from such sites causing an acute blood loss anemia. The patient was taken off of aspirin earlier this month due to the recurrent gi bleeds. The patient was transfused with unknown units of packed red blood cells (prbc) and discharged home (B)(6) 2019 on octreotide, folic acid, ferrous sulfate, pantoprazole and apixaban and instructed to start octreotide injections on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Additional information. No further information was provided.

Event description:
Additional information received on 08oct2019 reported that a computed tomography angiography (cta) of the chest performed on (B)(6) 2019 noted scarring of previously noted right upper lobe pulmonary infarct with an associated chronic sub segmental right upper lobe embolus. Type of treatments reported hospitalization and changes to medication. No further information was provided.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Section h8: additional information. Section h10: correction: manufacturer's investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.